Manufacturer narrative:
Olympus f/u with the user facility to obtain add'l info regarding this report. The user facility reported that the reported phenomenon occurred during a diagnostic colonoscopy procedure during which the image flickered twice five minutes into the procedure followed by a complete loss of image. The intended procedure was completed with an unspecified endoscope. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. There was no image observed, only horizontal lines. The referenced device was disassembled and fluid invasion was noted inside the scope connector, in the control body, in the bending section, and in the light prong which attributed to the user's report. There was still no image after the referenced device had been aerated. The referenced device was further evaluated with a test electrical connector and the image was fine. Additionally, the distal-end cover failed the insulation test due to the bending section glue of the distal end side was cracked. The device passed the air and leakage test. As the device passed leak testing the likely source of the fluid invasion appears to be due to mishandling, likely during reprocessing. The device was service and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the image went completely black during an unspecified procedure. There was no pt harm reported.